Event description:
Event description cpi received information that this endotak transvenous defibrillation lead dislodged resulting in inacceptable measurements. The lead was repositioned and acceptable measurements were obtained.